Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr resurfacing- right. Reason(s) for revision: alval / soft tissue reaction and pain. Update nov 03, 2017: email notification received. Updated complainant information. This complaint was updated on: nov 09, 2017.

Manufacturer narrative:
Asr revision asr resurfacing- right reason(s) for revision: alval / soft tissue reaction and pain update nov 03, 2017: email notification received. Updated complainant information. This complaint was updated on: nov 09, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.